Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is caused by failure of components mounted on the electrical board (ic chips, capacitors, etc.) Due to stress during use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "instructions bronchovideoscope olympus bf-1th1100 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited e218 (scope malfunction error) occurs due to a shortcut of the circuit board unit. There was no patient involvement.